Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the cause was not determined. No interventions were done to resolve at this time. The rep will recheck impedances in a few weeks as the patient is still healing/in the post-op period. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a ¿possible short¿ on electrodes 14 and 15. An impedance check displayed ¿possible short¿ and ¿caution to avoid use of electrodes 14 & 15.¿ programming was done, and electrodes 14 and 15 were not activated. Impedances of 20 ohms were observed on both electrodes. No symptoms or complications were reported.